Event description:
The medical team had an impella 5.5 pump being inserted post bypass surgery (CABG) in the operating suite. The 5.5 pump caused a left ventricle (lv) perforation. As with delivery the pump punctured the weakened tissue at the site of the previous myocardial infarct (mi). The team patched the lv and support proceeded. The support was for just under 11 hours when the patient expired on support.

Manufacturer narrative:
The medical center has not returned the impella pump nor any imaging for analysis. No benchtop testing to root cause is possible. Should the product be returned and root cause be determined, a final report will follow. The failure mode will be monitored and trended.

Event description:
Additional information was received regarding the patient's passing. It was noted by the physician that the death was primarily attributed to the patient's three day long untreated myocardial infarction leading up to support. However, it was additionally expressed that although the perforation was considered to be controlled, it was believed that the perforation worsened the already poor health condition of the patient.

Manufacturer narrative:
Additional information provided for sections b2, b5, h1, h2, and h6 to address the reported death. Should additional relevant information become available, a supplemental report will be submitted.